Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump experienced high blood glucose when the reservoirs where down to 25 units. He reported that it happened three to four times in the past month and the last time it happened last week. The blood glucose reading was over 30mg/dl and the customer did a bolus, but his glucose level did not drop, it did with a manual injection. The customer stated that he did not receive any no delivery alarms during that time. No further information was provided.